Event description:
When whii was being extracted from pt, the balloon sheared off from distal end and was dislodged into the pt.

Manufacturer narrative:
The complaint information and sample were rec'd at angiodynamics in 2008. The complaint sample is currently under investigation. A follow up report will be sent as soon as the evaluation is complete.